Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced atrial fibrillation associated with a rapid ventricular response. The device detected the arrhythmia in the ventricular fibrillation (vf) zone and delivered a 17 joule shock. Subsequently the patient's rhythm became a true vf and the device detected and treated the vf with a 21 joule shock. The 21 joule shock was unsuccessful. Subsequently six 31 joule shocks were delivered which also failed to convert the patient's vf. All shock impedance measurements were in the mid 20's. During the episode the patient had become unresponsive. Paramedics were able to externally convert the patient. The device was reprogrammed to vvi 40. The system remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.